Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. A review of the event history log identified air in line alarms. The device was found out of specification in relation to the reported air in line error which could not be reproduced during evaluation due to a reload set at power up. The cause was determined to be the ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error. There was no patient involvement. No additional information is available.